Manufacturer narrative:
Date received by manufacturer: 11-oct-2019. Date of report: 14-oct-2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
The customer reported that the touchscreen failed calibration. There was no patient involvement.

Manufacturer narrative:
G4: 31jan2020. B4:(B)(6) 2020. The replaced touchscreen was returned for failure investigation. It was determined that the pin to pin resistances were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.